Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer received results of 51 mg/dl and 64 mg/dl on a professional system and a result of 151 mg/dl on the aviva expert system within 10 minutes. The customer was in the hospital at the time of the comparison tests, but there is no information to suggest the device caused or contributed to an adverse event. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.